Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 16 fractured. Construction is unknown. Bone loss and implant instability caused by patient related periimplantitis is documented. Material analysis concluded mechanical overloading of the implant and patient related bruxism.